Event description:
Dealer states the frame is bent.

Manufacturer narrative:
Device was evaluated by the return department. They stated the bent frame seat rails set 3'' above h blocks on the new chair was from freight damage. (B)(6).

Event description:
Dealer states the frame is bent.

Manufacturer narrative:
Follow up to be sent if additional information is received